Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the laser probe was not fitting properly into the valved cannula.

Manufacturer narrative:
Additional information provided. No sample returned for evaluation. The 25 gauge illuminated flex curved laser probe was manufactured on august 1, 2017. There were 366 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).